Manufacturer narrative:
Correction information was provided in h.6. Product problem code was missed to add previously submitted submitted. Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The provided photo was stated to be the still implanted lens. There appears to be a small crack near the outer gusset area. No film could be confirmed from the photo. Based on our observation of the attached photo, there appears to be a small crack near the outer gusset area, no film could be confirmed from the photo. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported with a description of the surgeon performed r+r on a patient, removing the original implant in one piece using the taco technique and placing it into an orange-top specimen container with bss solution. The surgeon implanted the next lens but found a defect near the optic/haptic junction with a slight 'film' and removed it using the taco technique. This lens was placed into a white-top specimen container with bss. The backup lens was then implanted, which also had a defect at the optic/haptic junction with a 'film.' A photo was taken showing a small defect. The surgeon informed the patient but left the lens in place due to a lack of additional backups. Additional information received and stated that, the patient is post-lasik both eyes (ou). Cataract extraction iol right eye was done on (B)(6) 2024. While there was a myopic surprise of approximately 1d se, the patient was complaining that he could not see clearly at any distance and no matter what prescription was set in the phoropter. There was a small defect peripherally in the lens, with a blue-ish film at the periphery of the lens coming inwards (not involving centre). The patient saw 2 other surgeons for their opinions and the general consensus was that the lens defect could be contributing, so to do an iol exchange. On (B)(6) 2024, he underwent iol exchange, and the first replacement lens also had a peripheral lens defect with some kind of film on the periphery of the optic - given concerns that the original iol implant's defect was contributing to his symptoms, I took that lens out as well and put in the back-up. Unfortunately, the back-up lens had a similar defect. This lens was left in the eye as I had no other back-up lenses available.